Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned as it exhibited high thresholds and low amplitude measurements. The lead perforated the heart and it also caused diaphragm stimulation. Lead remains in service. No additional adverse patient effects were reported.